Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reaching approximately 300 mg/dl after announcing breakfast and consuming three donuts and coffee, following normal overnight glucose. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and that the event is consistent with expected glycemic variability during initial ilet adaptation. It was concluded that the cause of the hyperglycemia is unclear and that no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.